Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 model. Device arrived in good condition when physically inspected. Evidence log confirmed alarm of "1871 error code." When testing done to duplicate event the pump displayed "1871 error code, "which was indicating error caused from debris, a broken optic sensor and locked motor or faulty main board. Action was taken to replace the locked motor.. Unknown cause of event and device passed all functional and delivery testing. Updated fields. A 1, b 4, b 5, g 7, h 1, h 2 , h 3, h 6 , and h 10 all updated.

Event description:
Device analysis completed in h 10. Additional information that event occured during testing and no patient involvement.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "error code 1871". No patient was involved in this event. No adverse effects were reported.